Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified distal right coronary artery (rca). A 3.0x15mm maverick balloon was advanced to the lesion for predilation and on the second inflation at 14atms the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)